Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A valid lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Where in the gap setting scale was the indicator located when attempting to remove the safety? Where in the green gap setting scale was the indicator located during to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can you further describe the shape of the staples? What is the current status of the patient? Any long term adverse to patient due to this issue? Was this managed intra-op and how? Can you please confirm that the device has been discarded?

Event description:
It was reported that an unknown procedure was performed and there was an anastomotic leak with the ecs29.